Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available in formation, patient implanted on (B)(6) 2017. The patient presented a hematoma postoperatively at the pump in the scrotum and since a fibrosis was created. It also has a cannulation at the reservoir.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the conclusion of the investigation. The device remains implanted. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconformance revealed no nonconformance with this lot that would have contributed to the event. The root cause of the event cannot be determined at this time. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of hematoma and hernia, quality accepts the physician's observations of such as the reason for surgical intervention. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.

Event description:
According to the available in formation, patient implanted on (B)(6) 2017. The patient presented a hematoma postoperatively at the pump in the scrotum and since a fibrosis was created. It also has a cannulation at the reservoir. Additional information received indicated the patient presented with a hernia, but this does not concern the reservoir, the site is where a hernia was previously observed. Additional information received indicated the patient succeeded in making the prosthesis work.